Event description:
Report 1 of 3. Report rec'd from (B)(6), stating "debris in sterile package". It is known that this event did not occur during surgery and that there was no patient/user injury or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the complaint of the customer's reported condition "debris in sterile packaging" could not be confirmed. If additional information is received, a supplemental report will be sent. (B)(4).